Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cubie full height drawer 3 was failed and unable to recover. A field service engineer (fse) found that there were no status lights on the module controller. To resolve the issue, the drawer controller and the module controller were replaced and proper operation was verified in diagnostics and application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred involving a cubie full height drawer. The device was not detected on the bus and displayed a "requires maintenance" condition. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.